Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381012 and lot number 4239980. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
The following information was provided by the initial reporter: it was reported that the catheter 24 that when cannulated, part of the safety device remains in the catheter and does not come out with the needle, which does not allow taking blood samples or passing intravenous fluids, 7 from the same lot.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.